Event description:
The following information was provided by the initial reporter: due to issues with 20 ml syringe (B)(6) the staff has tested 30 ml syringes together with different drawing-up needles/spikes and experience the same issue: the plastic on the luer-lock syringe tip appears soft, so when the syringe is screwed onto a connection, the thread becomes soft and deformed. This allows the drawing-up needle/spike to be easily removed without unscrewing the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.